Event description:
In 2001 the end-user called minimed, USA, and stated that the end-user has had two infusion sets where the infusion set has detached from the tape. The next month, maersk medical received the complaint and 1 used base piece and 3 unused infusions sets.